Manufacturer narrative:
This supplemental report was submitted to provide the results of the investigation by the legal manufacturer. The device history records (DHR) was performed for the subject device without showing any non-conformities or deviations regarding the described issues. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The exact cause of the broken connector pin cannot be conclusively be determined, however, based on the evaluation the likely cause can be attributed to a 3rd party repair. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Manufacturer narrative:
The reference scope was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, the exterior connecting pin was damaged/broken due to a non-olympus repair. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (okr) field service engineer reported the customer oes elite, high-definition autoclavable telescope has a broken component defect, ¿the connection pin is broken¿ that was found at inspection before use. The scheduled diagnostic procedure was completed using a similar device. No death or injury and no impact to person or other was reported to olympus.